Event description:
(B)(4). 2011 a few months after it was place my hands started to itch alot and my foot I also fainted 2012 I started to notice knee pain and severe body pain with my periods 2013 severe vaginal pain sharp pains 2014 I started breaking out with huge blisters all over my body they started attacking my joint area my elbows felt like they was on fire and very swollen and itchy today I live with severe itching and body pain and I have dizzy spells alot